Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a lead dislodgement. It was noted that the lead had moved up into the atrium. The lead was reposition and the patient condition is good.